Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supply manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, a nurse reported that the blood leak occurred after 3 hours of the start of the hd treatment. The nurse explained that the leak was visually observed in the dialysate lines from the hansen.the blood leak was described as being an internal blood leak and there was a strand leak in the dialyzer that could be seen. The fresenius 2008t machine did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was considered to be completed 20 minutes early. The machine is not available to return to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the dialyzer was not returned for evaluation. The complaint is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached with the information provided. A review of the production record was performed. There were two unrelated temporarily approved dns noted on the lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria..continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supply manager reported that there was a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow-up, a nurse reported that the blood leak occurred after 3 hours of the start of the hd treatment. The nurse explained that the leak was visually observed in the dialysate lines from the hansen. The blood leak was described as being an internal blood leak and there was a strand leak in the dialyzer that could be seen. The fresenius 2008t machine did not alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 10 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was considered to be completed 20 minutes early. The machine is not available to return to the manufacturer for evaluation.